Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that there was a loose connection resulting in a leak, which is a known cause of this system error 2240 alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of six of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was two empty bags and one was leaking from the connector. The technical service representative reviewed proper procedures as per user manual. The patient would not restart therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.